Manufacturer narrative:
Lot 13091158: UDI (B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician thought he had cannulated the gate of the rlt231414/13091158 (per instructions for use with spinning the pigtail catheter). However, he deployed the pxc14100 and it was outside the gate. The physician chose to perform an aorto-uni illiac (aui) and then a femorofemoral bypass. The patient tolerated the procedure with no further sequela.